Event description:
Qv otc consumer reported poking swab too far up nose causing nose irritation and blood; asking if blood will interfere with test -- tss advised that blood will not interfere & to follow up with medical attention if reaction gets worse.

Manufacturer narrative:
Subject: qv otc consumer reported poking swab too far up nose causing nose irritation and blood; asking if blood will interfere with test -- tss advised that blood will not interfere & to follow up with medical attention if reaction gets worse investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored root cause: insufficient info.